Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery stopped alarm due to monitored no > absolute max of 100 ppm (actual 150 ppm) followed by a log entry for injector module failure alarm raised due to analog injector readings out of bounds (temp counts valid range: 70 to 450 counts) (actual temp counts: 8 counts). The injector module, injector module cable, and injector module receptacle were replaced as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was injector module failure for temperature counts below valid range. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00046).

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm followed by a log entry for injector module failure alarm raised due to temp counts below minimum during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.